Manufacturer narrative:
(B)(4).

Event description:
It was reported that implantable neurostimulator (ins) system was explanted possibly due to infection. It was also stated that the ins wasn't working well for the patient. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3389s-40, lot# v530284, implanted: (B)(6) 2010. Product type: lead. (B)(4).